Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient reported in 2006 that she was not hearing well with the cochlear implant system. Reportedly, the problem occurred at the same time that the patient had middle ear infection. The patient also reported hitting her head while getting out of a car (date not reported). Results of an integrity test done in 2007 showed normal receiver/stimulator function with two electrodes with abnormal output. The two electrodes were deactivated in the patient's sound processing program. The patient's auditory perception continued to decrease. A second integrity test was done on three and a half months later with the same results. The patient's device was explanted three months later, and a new device was reimplanted during the same surgery.